Manufacturer narrative:
Steris service identified a small water drip from the a/b connection. The technician also observed that a plastic bucket had been placed underneath this connection. The steris technician did not observe any water on the floor at the time of his visit. The user facility reported that they were aware of the drip, however continued to use the system 1e processor without calling for service. The user facility's maintenance personnel also reported that they had previously tightened the worm clamps. It is unknown if they adequately tightened the clamps and could not provide details on the methods they used for tightening the clamps. Servicing of the system 1e unit is to only be performed by steris service personnel.

Event description:
The user facility reported that an employee was entering the room where the system 1e processor is located and slipped in water on the floor. The employee saw a doctor at the hospital who diagnosed her with a sprained lumbar, hip and muscle spasms. Employee was to take ibuprofen. The employee did not miss any time from work; there were no procedural delays attributed to this event.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems ((B)(4)).